Event description:
While treating a pt, the model 3100a developed a loud air leak sound. Even though the 3100a was otherwise functioning properly, the pt was placed on another 3100a and without compromise.